Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the heat exchanger and applied thread lock to the outlet to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous high patient results for sodium, potassium and chloride on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.